Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip has been bent. The shaft has been bent. No packaging was returned to inspect. The opened device was tested and plugged into the controller and registered settings (1,6). The wand produced plasma as normal and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the operator must inspect that the trays and tyvek lids are not damaged by blows, cuts, gaps, buckles, embedded particles, among others. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, before a surgery, upon opening the outer packaging of a microblator wand, it was noticed that the sterile inner package was damaged. The product was not usable. The procedure was performed, using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.